Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a vitreous probe had a problem cutting during a procedure. The procedure was completed with the same equipment. The patient experienced a retinal detachment and a microrupture. Additional information has been requested.